Manufacturer narrative:
(B)(4). Report source: foreign county: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported at the beginning of the initial surgery, when or staff opened the instrument case for preparation, the blue sleeve at the tip of kinectiv inserter was found cracked. No patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was confirmed by product return. Visual examination identified that the blue sleeve had fractured. The strike plate shows impaction marks consistent with use over a potential field age of approximately 11 years. No other damages were identified. Review of the device history records and receiving inspection report identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.